Manufacturer narrative:
Submit date: 02/22/2017. An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all device history records (DHR) are reviewed for accuracy prior to product release. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample was received for analysis and investigation. Based on the complaint record information the actual device involved was a permcath catheter, however the sample received for evaluation was a mahurkar catheter without the arterial (red) adapter. The catheter came inside a plastic bag and did not present signs of use. The red adapter was detached from the extension and it was not present with the sample returned. Additionally the venous (blue) adapter did not present any problem. The reported condition has not been confirmed. An ishikawa diagram was used to determine the potential causes for this event. The evidence provided is not enough to relate this event to the manufacturing operations. It was decided to link this investigation to the corrective and preventative action (CAPA) that was created due to a trend of complaints related to leaks on the permcath adapters (cracked adapters). It must be noted that in-process are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be performed.

Manufacturer narrative:
Submit date: 1/31/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be performed.